Event description:
The nurse reported to our sales rep while performing a workshop, it was observed that it wasn't possible to turn in the nail holding screw into the nail. Only with forces, it is possible.

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report. Associated device: 1822-1039s tibial nail, standard t2 tibia 10x390 mm lot# unk.